Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected tachycardia episodes due to artifacts and oversensing. Additionally, it was noted that the device reached recommended replacement time (rrt). The device remains in use. No patient complications have been reported as a result of this event.